Event description:
Wheelchair was purchased 3 months ago and device has malfunctioned and broken multiple times since that time. It broke at handle that reclines chair. Rptr is concerned that chair might collapse. MFR has sent someone to fix it but it has broken again and again. Rptr is unable to get the device repaired. Three times co has set up date to pick chair up for repair and they have cancelled each time.